Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated a hemodialysis machine did not power down after heat disinfect. The biomed tech stated the machine counted down to zero but remained on. Additional follow-up confirmed there was no patient involvement and no injury occurred. The biomed tech stated an internal "yellow connector cover" appeared burnt. Per biomed tech no known smoke or visible flames were noted. The biomed tech stated the bridge rectifier and power logic board were replaced, but the issue remained, and the function board was then replaced which resolved the issue. Per biomed tech the machine was qc tested and was placed back on the floor and was in service without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated a hemodialysis machine did not power down after heat disinfect. The biomed tech stated the machine counted down to zero but remained on. Additional follow-up confirmed there was no patient involvement and no injury occurred. The biomed tech stated an internal "yellow connector cover" appeared burnt. Per biomed tech no known smoke or visible flames were noted. The biomed tech stated the bridge rectifier and power logic board were replaced, but the issue remained, and the function board was then replaced which resolved the issue. Per biomed tech the machine was qc tested and was placed back on the floor and was in service without further issue.